Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of pneumonia and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2012, the patient's pd catheter was removed and the patient was placed on hemodialysis. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with pneumonia manifested by not feeling well and weak (onset dates were unknown) which resulted in hospitalization on the same day. The cause of the pneumonia was unknown. On an unknown date during hospitalization, the patient was diagnosed with peritonitis manifested by a cloudy pd effluent (onset unknown). The nurse clarified that the event of inpatient peritonitis was a hospital acquired infection. Treatment was not reported. At the time of this report, the patient remained hospitalized. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd892364 and gd892547. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.